Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   The reason for reoperation was breach of sterile barrier seal. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "inner sterile foil wasn't completely sealed." The device did not come in contact with a patient.